Event description:
Customer notified baxter corporate product surveillance of one all-in-one empty cont. W/conn (500 ml) in which "floaters" were observed. The customer described the particulate to be a white flake that looked like a pin sized piece of plastic that was floating in the solution. The bag was filled with a tpn mixture of dextrose, protein and electrolytes. There was no patient involvement as this was observed after pharmacy filling. No additional information is available at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).the customer reported condition of particulate matter in an all-in-one empty cont. W/conn (500 ml) was confirmed by visual examination. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Although the condition was confirmed, the root cause could not be determined. This issue is being investigated through CAPA. If additional information or samples become available, a follow-up report will be submitted.